Manufacturer narrative:
A review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Account reported surgery occurred in (B)(6) 2015. (B)(6). Field service specialist visited the account and checked the laser. Laser was found with optimal results. System was used against the labeling indication (found in the important safety information). The use of the system is contraindicated for patients with previous corneal trauma/treatments. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that in (B)(6) 2015 he performed a kamra pocket procedure in patient's left eye that had previous crosslink cornea treatment. From the day after patient had sub-optimal results. Best corrected vision post op was 20/60 and surgeon decided to remove the kamra inlay. Vision recovered very slowly and after one whole year it reached 20/25. Two months ago surgeon performed photorefractive keratectomy excimer treatment in order to fine tune the refractive status and last time patient was seen was 20/25 without correction. Surgeon reported that he stopped performing kamra pocket procedures.